Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported her insulin pump alarmed failed battery test after inserting a new battery. Customer's blood glucose is 104 mg/dl. Customer stated she cannot remove the battery cap with a quarter or a screwdriver. During the call, customer stated her insulin pump is alarming. Customer was advised of the possible causes of the alarm. The battery was not replaced after the alarm. Nothing further reported.